Manufacturer narrative:
The report of suspected pump thrombus was confirmed based on the evaluation of the returned pump. Upon disassembly of the returned pump, a large thrombus formation was found surrounding the outlet bearing ball and lodged between all three outlet stator blades, occluding the majority of the blood flow path through the outlet stator. The thrombus lacked laminated layering, which suggests that it did not develop in this location. Although its origins and a duration of time for which it was present in the pump could not be conclusively determined through this evaluation, the areas of denaturation present on the thrombus adjacent to the outlet bearing ball as well as the contact marks present on the outlet portion of the rotor and outlet bearing cup indicate that it was present while the pump was operating. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions using a mock circulatory loop revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 1 year and 2 months. The device was returned for investigation. The evaluation is not yet complete. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that device thrombosis was suspected and the patient received a heart transplant on (B)(6) 2015. No further information was provided.